Manufacturer narrative:
No button response due to corroded keypad traces. Unable to verify battery out limit due to button/keypad anomaly. Pump received with moisture damage on the electronics and motor. Pump had cracked case at display window corners, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and the keypad was unresponsive. The customer stated that she put the battery in upside down prior to this issue occurring. Blood glucose level at the time of the incident was 385 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.